Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17600511m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a pericardial effusion requiring anticoagulant reversal and monitoring on the ward. Post-procedure, the patient reported back pain. Ultrasound revealed a right ventricular pericardial effusion. Anticoagulant was reversed. Patient did not require extended hospitalization as result of this adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Per additional information received on march 6, 2017, the product was disposed of. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Therefore, corrected the evaluation code of "conclusion codes." (B)(4).